Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. Volume of fluid drained that meets current criteria of an iipv incident, found in the logs only. Probable cause: insufficient drain, use error, inappropriate bypass of the initial drain and false empty detect and use error initial drain alarm setting inappropriately programmed. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000ml and the total drain volume was 4289ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.